Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the probe tip broke down at 13mm from the distal end. The fragment of the probe was not returned. There was a scratch at the side of broken point. The shape of the fractured surface showed that the fracture developed from the scratch as the starting point. The mfg history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe tip presumably was scratched because the physician activated seal and cut mode output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and error displayed. The physician observed the error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the pt body, the probe broke due to the stress by touching physically. The instruction manual of thunderbeat mentions warnings and cautions for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During a open total gastrectomy, a error displayed and the subject device stopped. The probe tip was damaged during activating seal and cut output. The probe tip broke off outside the pt. The physician replaced the subject device with a similar device. The procedure was completed. There was no pt harm reported.